Event description:
On 12/12/88 device was implanted. On 11/12/91 a connector was revised. On 4/7/92 a single cylinder, pump and reservoir were revised. On 8/21/96 the device was removed from the pt due to chronic pain.